Event description:
Customer reported that the insulin pump alarmed motor error during basal delivery. Customer changed the infusion set multiple times and received no delivery alarm. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 127 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case at the display window corner and cracked reservoir tube lip.